Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was not provided at the time of the incident. The customer reported having battery issues and insulin pump rewinding issues. Troubleshooting was declined. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected drive/motor anomalies noted. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip.